Manufacturer narrative:
This report is being supplemented to provide results of microbial testing. See b6. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide cleaning, disinfection, and sterilization (cds) information. The cds was performed by the customer. There was no patient infection. Pre-cleaning was completed immediately after the procedure and involved the following steps: aspiration of water through the instrument/suction channel with a suction pump and flushing the air/water channel with air and water using the adapter. The forceps elevator was not moved to raise and lower three times during aspiration and the air/water and balloon channels were not flushed with air and water during precleaning. Manual cleaning and disinfection was not done. Prior to cleaning with a soluscope series 4 automatic endoscope reprocessor (aer), pretreatment was done with alkasym. Soluscope paa was used as the detergent and soluscope paa was used as the disinfectant. All channels were connected with tubes when setting up the reprocessor, the concentration and expiration date of the disinfectant was controlled, the water quality of the rinse water was controlled and the water filter was replaced periodically according to the IFU. The scope was dried using filtered compressed air and was stored in a plasma typhoon. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the device evaluation and the legal manufacturer's final investigation. The following fields were updated: d9, h3, h4, h6 and h10. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: all channels cfu: >100cfu bacterial identification: champignons filamenteux sampling from: distal end cfu: 3cfu bacterial identification: champignons filamenteux sampling date: (B)(6) 2023 sampling from: biopsy ch cfu: <1cfu bacterial identification: n/a sampling from: suction ch cfu: 1cfu bacterial identification: bacillaceae sampling from: a/w ch cfu: <1cfu bacterial identification: n/a sampling from: distal end cfu: <1cfu bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted: the bending section cover glue was separated. The mouth piece was defected. The air/water cylinder and suction cylinder were scratched. The universal cord was wrinkled, and the connector was broken. The left arm was defective. Angulation did not meet the specified value, and the was wear and tear on the biopsy channel. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer deviated from the reprocessing steps described in the instructions for use. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii duodenovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.